Event description:
It was reported to boston scientific corporation that an autotome rx 49 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct stone to be performed on (B)(6) 2025. During preparation, it was found that the tip of the tome was bent. A photo of the complaint device was provided by the customer where it can be observed that the working length was kinked and the cutting wire was kinked. The procedure was completed with another autotome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's facility name is the hospital group of the first affiliated hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results: the returned autotome rx 49 was analyzed, and a visual and media inspection found that the working length and the cutting wire were kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the working length and the cutting wire were kinked. It is most likely that as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package or during mandrel removal. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: the initial reporter's facility name is (B)(6) hospital; reported here as the facility name exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was being prepared for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of common bile duct stone to be performed on (B)(6) 2025. During preparation, it was found that the tip of the tome was bent. A photo of the complaint device was provided by the customer where it can be observed that the working length was kinked and the cutting wire was kinked. The procedure was completed with another autotome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.